Manufacturer narrative:
The reported issue that (1) 8110 syringe pump was displaying calibration is needed could not be confirmed; no product or device logs were returned for investigation of this file's reported incident. No further investigation of this event is possible at this time, and no patient impact was reported. The device was found returned after this reported event for error code 351.6750 in complaint file ((B)(4)). The device is used for treatment purposes. The root cause for the reported issue that (1) 8110 syringe pump was displaying calibration is needed was not determined because no product was returned for this file opened. The device had several parts replaced including the linear sensor when returned for error code 351.6750 in complaint file ((B)(4)). Device history: a review of the device history record showed the device had a manufacture date of 18sep2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did confirm similar complaint with the same or related failure mode for this customer was opened ((B)(4)) after this reported error event.

Event description:
It was reported that the customer had (1) 8110 syringe pump displaying that calibration is needed. Tried calibrating unit however keeps showing error message. There was no patient involvement.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer had (1) 8110 syringe pump displaying that calibration is needed. Tried calibrating unit however keeps showing error message. There was no patient involvement.